Event description:
A malfunction alarm identified as malf 12 was reported, with no notable events occurring prior to the issue. The problem did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact on the customer's blood glucose level. Initial technical support instructions allowed the customer to reset the pump and continue using it; however, when the malfunction persisted after resetting, the decision was made to replace the pump. While awaiting the replacement, it was advised that the customer use multiple daily injections (mdi) as a backup therapy method to ensure uninterrupted insulin delivery.